Manufacturer narrative:
Additional information received on (B)(6) 2019 that the event occurred during testing at our facility. The pump didn't fail with the patient.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition and the screen was scratched. Functional testing involved starting the pump in application and showed the device double beeped with a cassette attached. The investigation determined that an issue with the downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump exhibited "double beep no cassette." It was also reported that the pump had scratches on the lens. No adverse effects were reported.